Event description:
It was reported cannula broke off underneath the skin when removing the device after 3 days during site change. The device looks like a stump instead of the full cannula attached. It is unknown if site is in pain, but it's a bit red at the insertion site. The outcome of the event is resolved. The operator of the device was the lay user/patient. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
H6: codes were updated. One photo was attached to the complaint. In this photo, a broken cannula was detected. The failure mode ¿a0080 - cannula issue¿ was confirmed. No sample was received if the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.